Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 17jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review. (Exemption number e2015036).

Event description:
A customer device was previously returned to pentax medical from a customer on 17/may/2018 and inspection of the unit was performed on 18/may/2018 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspecti. Passed dry leak test. Passed wet leak test. Lightguide prong cover glass set loose. Customer complaint confirmed. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 12/jun/2018. Parts replaced: deflector body link. Distal case/cap. O-ring(0.5x1.3).